Event description:
Provider states the lift model grpl450-1 needed these part replaced under warranty (B)(4), handle mount 1064122, screw 1029134, screw 1132033 cross support due to them being loose and stripped serial number of lift is (B)(4).